Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 9, 2024.

Manufacturer narrative:
This report is submitted on april 30, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. The device was explanted (specific not reported) and the patient was re-implanted with another cochlear device during the same. Additional information has been requested but has not been made available as of the date of this report. Surgery.